Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a faulty pole clamp that was not able to open or close smoothly. To correct the condition, the pole clamp assembly was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have a faulty pole clamp that was not able to open or close smoothly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module software version of this pump is currently unknown. No additional information is available.